Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy under essure"), abortion spontaneous ("miscarriage") and uterine haemorrhage ("atypical uterine bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage and abdominal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered pelvic pain, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage and abdominal pain to be related to essure. The reporter commented: consumer underwent required hsg test, however no result was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was unspecified result. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to conform this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and around two years later experienced pregnancy under essure and had a miscarriage (abortion spontaneous). Additionally, she also experienced pelvic pain and atypical uterine bleeding (uterine haemorrhage). Consumer underwent a surgery to remove essure device five years and a half after the insertion. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion), considering the temporal relationship, a device ineffective was assumed and pregnancy was regarded as related to essure. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Given the positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy under essure"), abortion spontaneous ("miscarriage") and uterine haemorrhage ("atypical uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, multigravida and parity 1 ((B)(6)2004). In 2010, the patient experienced allergy to metals ("could not wear jewelry / nickel allergy") with skin discolouration and pruritus. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), 1 year 10 months after insertion of essure. In 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage and abdominal pain outcome was unknown, the allergy to metals was resolving and the bladder disorder, urinary tract disorder, dyspareunia and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, bladder disorder, dyspareunia, fatigue, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: consumer underwent required hsg test, however no result was mentioned. There was 3 coils noted on the right side and 4 coils noted on the left side. She did not claim that essure worsened a previously existing injury/condition. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: unspecified result; in (B)(6)2011: total bilateral occlusion. Pathology test - on (B)(6)-2016: clinical diagnosis ¿ chronic pain, syndrome, atypical uterine bleeding specimen ¿ endometrial curettage right sided essure implant for gross inspection left fallopian tube right fallopian tube diagnosis ¿ endometrial curettage - secretory endometrium with stromal breakdown fragments of cervical tissue with squamous metaplasia and chronic inflammation separate fragments of squamous epithelium right sided essure implants for growth essure gross only left fallopian tube ¿ fallopian tube with fimbria with out significant, histopathologic changes right fallopian tube ¿ fallopian tube with fimbria without significant histopathologic changes. Ultrasound scan - on an unknown date: showed evidence of fetal death; on an unknown date: did not show fetal distress. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number forthis case, we were unable to conduct a review of the manufactunng batch record. We are unable to conrm any qualily defect or device malfunction at this time, although we were unable to coririrm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode forthe device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similarae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2019: events- "could not wear jewelry, bladder problems, urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue", medical history, lab data added from pfs. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and around two years later experienced pregnancy under essure and had a miscarriage (abortion spontaneous). Additionally, she also experienced pelvic pain and atypical uterine bleeding (uterine haemorrhage). Consumer underwent a surgery to remove essure device five and a half years after the insertion. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion), considering the temporal relationship, a device ineffective was assumed and pregnancy was regarded as related to essure. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Given the positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.